Manufacturer narrative:
The customer declined repair. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that the bellows are not moving resulting in a loss of mechanical ventilation. There was no report of patient involvement.